Event description:
Same MFR report # as: 2134265-2009-06071. It was reported that following a carotid artery stenting treatment procedure, the patient experienced a minor stroke. The 15mm target lesion was located in the 90% stenosed left ostium internal carotid artery. The reference vessel diameter was 8mm. The lesion was treated with a 8.0 x 21mm carotid wallstent. A 2.25mm-3.5mm 300cm filterwire ez was put in place during the procedure. The lesion was post dilated leaving 10% residual stenosis. The patient was discharged from the hospital one day later with an stroke scale of "0". Ninety-nine days following the index procedure, the patient was seen for a follow-up visit. His current medication included plavix, warfarin and asa. The patient's stroke scale score was "1", resulting from mild to moderate sensory loss. He had no chest pain, neck pain, headache, groin pain or discomfort. No further action was taken for this event.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.